Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right ventricular lead channel. The device was delivering pacing when not required. Technical services noted the r-wave measurements were much smaller and recommended changing the programming to reduce undersensing. This crt-d and lead remain in service. No adverse patient effects were reported.